Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 came out of packaging with a damaged tip of jaw. Entire jaw bent into "v." This device was not used on a patient. Patient was in the or. New device was used to complete the procedure. No delay. No harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." The device was returned to the factory for evaluation on 09/26/2024. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the hot and cold jaws. There were no visual defects observed on the intact heater wire. No visual defects were observed. An electrical evaluation was conducted. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000415581 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.